Event description:
It was reported that a patient presented with escape rhythm and asystole due to loss of capture on the right ventricular (rv) lead. On (B)(6) 2023, the physician elected to cap and replace the rv lead. The patient condition was stable after the procedure.